Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexvision pc. The fse replaced the flexvision pc, hard disk and reloaded os along with application software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system will not power on, system stuck at zero's. The service engineer ordered and replaced flex vision pc and hard drive. Loaded software and then configured system and tested. All test¿s passed. Philips has started an investigation of the complaint.